Event description:
Caller reported a malfunction alarm on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. No additional follow-up action was taken by the customer at this time.